Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to worsening heart failure. After the hospitalization, a decreased activities of daily living score was noted and the patient was transferred to rehabilitation. Approximately 2 months and 2 weeks later, the patient passed away in another hospital. The cause of death is unknown. The relationship between the death and the device or the procedure is unknown.